Event description:
It was reported that the customer was hospitalized. The reported blood glucose reading at the time of the call was 254 mg/dl. The caller felt that the customer was giving herself insulin without checking her blood glucose levels in order to extend her stay in the hospital. The caller stated that the customer is a regular visitor seeing pain medication. The doctor removed the insulin pump from the customer so that it could be uploaded into carelink. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.